Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that a cartridge alarm occurred (alarm 30). Customer's blood glucose level was 230 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.